Event description:
Wooden rolling bassinet cart with 2 slide out drawers partially opened upon transporting the baby down the hall, tipped over causing baby to fall to the floor, upon stopping to retrieve something else. The cart was not being moved or touched at the time of the event; apparently the wheels were in correct alignment so that leaving it unattended momentarily resulted in the imbalance of the cart and resulted in the tipping baby out on the floor. Baby had CT and x-rays noted, no injuries or fractures.